Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the his lead fractured, and the helix detached and was retained within the ventricular septum. The lead was not used. No patient complications have been reported as a result of this event.